Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, allegingthe one touch ultralink meter would not power on with the test strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.